Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis machine had no power and was not turning on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and had no power. A field service engineer replaced the power supply, but the issue persisted, and testing the drawers individually confirmed that the station still had no power, then disconnected the remote manager pyxibus cable and discovered a broken wire at the connection point; after addressing this, the station successfully powered on and became functional, ran the hardware test application, confirmed normal operation, and verified that the station was fully operational. The system functioned as intended after the field service engineer repaired the device.